Manufacturer narrative:
Device manufactured between may 08, 2019 to may 10, 2019. The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Visual inspection observed the connector was securely attached to the tubing and the green, one time use clamp, was found closed next to the connector. A functional test was performed with no leak noted and the connector remained attached to the tubing. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unknown quantity of exactamix valve sets had a connection issue at the distal end of the tubing resulting in a leak; further described as ¿the white plastic connector has come off 2-3 times and the technician tried re-attaching it but it still leaked around the tubing where it connects to the tpn (total parenteral nutrition) bag.this occurred while compounding tpn¿s. This issue was identified during setup and prior to patient use. There was no patient involvement. No additional information is available.